Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, and vaginal scarring. It was reported that patient underwent mesh removal in 2009.

Manufacturer narrative:
It was reported that following insertion the patient experienced bladder outlet obstruction and stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and frequency. It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to bladder outlet obstruction.